Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA mw5083968) that a female patient of unknown age who underwent breast reconstruction revision with two 300cc mentor smooth round moderate plus profile saline breast prostheses, became ill with many more symptoms and capsular contracture. As a result, the patient underwent bilateral removal on (B)(6) 2018. It is unknown if capsular contracture was left, right or bilateral, but we reported bilateral to be conservative. Product location was not provided. This medwatch form is for breast prosthesis 1 of 2.